Event description:
A nurse reported blunt knives were noted during five different procedures. In all the reported cases, standalone knives were used and the procedures were completed. There was no patient impact reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot history search could not be done because of the information that was provided. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. (B)(4).